Manufacturer narrative:
Bigfoot reviewed the customer's data logs for the reported timeframe of the event, which showed that the system responded as designed when experiencing temporary disruptions in ble communication between the sensory and the bigfoot unity mobile app. All alerts were delivered by the system as designed and all dose recommendations were displayed to the customer as configured in their mobile app settings. There is no indication that the system did not function as intended. If bigfoot learns of any new information in relation to this case, another investigation will be performed, and a follow-up report will be submitted. All pertinent information available to bigfoot has been submitted.

Event description:
Customer reported a severe hyperglycemia event on 09/23/2022. There was no report of death or permanent impairment associated with the event. Customer stated that they had a seizure on 09/23/2022. Customer stated that they did not seek medical attention for this event. Preceding the event, the customer scanned their sensor, which displayed a reading of greater than 400 mg/dl. Customer stated that their iphone was alerting for "sensor unavailable".